Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe there is an issue with damaged stoppers. The customer stated they are experiencing poorly formed plunger seals. ¿the contact area on one side of the primary seal is much smaller than the other, this potentially adversely affects the integrity of the seal and may compromise accuracy when drawing up liquids.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: two loose 3ml syringes and four photos were received, reported to be from batch # 6144639 (p/n 301073). Samples were visually evaluated. The stoppers were observed to have slight stopper angularity. The stopper angularity was measured and was found to be within product specification. Product defect unconfirmed based on sample evaluation. DHR review on lot # 6144639 (p/n 301073): manufacturing dates: 06/02/2016 to 06/04/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6144639 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.